Event description:
Information received indicates that one section of suction pods broke from the device as the surgeon attempted to squeeze the pods together. There was no reported consequence to the patient.

Manufacturer narrative:
H3 analysis: visual inspection of the returned product shows one set of suction pods is broken from the wire-loop head-link, as reported by the user. Product labeling contains instructions for the proper use of the device per its labeled indications, including illustrations. A caution included in the IFU states, "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: there was no reported patient consequence. Reduced device performance occurred and was related to the reported event.